Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient complained of chronic clunking in the knee. A revision surgery was performed on 07-nov-2023, in which an unknown articular insert was removed. Patients' current health status is unknown.

Manufacturer narrative:
B1: adverse event and/or product problem, b2: outcomes attributed to adverse event, b5: describe event or problem, h6: health effect - clinical code section h3, h6:the device was not returned for evaluation. However, the photograph was reviewed, and revealed that the post of the device fractured. The device shows signs of use. The clinical/medical investigation concluded that, per complaint details, the patient had a revision surgery on (B)(6) 2023 in which an unknown insert was removed due to chronic clunking in the knee. The provided photo of the explant notes the breakage of the insert¿s post. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the breakage of the insert. The patient impact includes the clunking in the knee and subsequent revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: medical device problem code

Event description:
It was reported that, after a tka had been performed on an unknown date, the patient complained of chronic clunking in the knee. The provided shows that the post of the insert was fractured. A revision surgery was performed on (B)(6) 2023, in which an unknown articular insert was removed. Patients' current health status is unknown.